Manufacturer narrative:
The bell of the clamp was the only part returned, therefore, we cannot determine the age of the clamp. The bell was visually examined and no metal spur was seen. The bell was also examined under a microscope. There are some scratches and dings visable under magnification, however, there is no way to determine what caused these scratches and when. We pulled samples of the same size bells from stock and examined them under the microscope. No defects were found. The instructions for the circumcision clamp state the following: this clamp must never be used if component parts are damage, missing, clearly worn or the assembled device does not perform as described. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique. We did not file an MDR report when this complaint was first received because we did not view this as a serious injury. However, since we rec'd a voluntary report #4401610000-2006-8020 from the FDA we felt we should follow up with an MDR.

Event description:
Medical ctr reported that circumcision was completed by physician. When the gomco 1.1 bell was removed, an abrasion was found on the anterior portion of the gland. The physician examined the interior portion of the gomco 1.1. Bell and discovered a metal spur. The physician felt the abrasion was caused by the metal spur.